Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was received at an olympus service center for evaluation. During the inspection and testing of the device, service was unable to reproduce or confirm the reported blurred image. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector . Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system. Operation manual. Important information ¿ please read before use. - warnings and cautions. During the device evaluation, it was observed that the image had a dark area due to a scratch in the objective lens. Additionally, the objective lens was dirty and the light guide lens was cracked. The electrical connector had corrosion due to chemical stress. The insulation resistance value at the distal end did not meet specifications due to a scratch on the camera cover (c-cover). The bending angle in the up direction did not meet specifications due to wear of the angle wire. The play of the up/down control knob was out of specifications due to wear of the angle wire. The right/left control knob and up/down control knob were deformed. The suction volume did not meet specifications due to damage of the suction channel tube (ch-tube), and the ch-tube had a pinhole leak. The air/water cylinder and suction cylinder were deformed. The adhesive on the bending cover (a-rubber) was cracked. The connecting tube was wrinkled, had discoloration, and the coating was peeling. The scope cover was deformed, the image guide protector was cut, the universal cord was wrinkled, and switch 1 was scratched. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that the evis lucera gastrointestinal videoscope image was blurry. The issue was found during preparation for use. There was no patient or user injury reported.